Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The service technician determined the failure was due to the gray removable foam being installed incorrectly. The foam was reinstalled correctly. Ran trouble shooting, nurse call test on the unit, observed that nurse call operates as it should. Additional testing was performed following the device repair, flow sensor in device was not seated correctly causing gap between enclosures, unit was disassembled and reassembled to correct the issue, which was not related to the malfunction/issue.